Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. Upon investigation, the electrode belt failed an ECG fall-off test. The cause of the test failure was the cable connecting ECG "a", ECG "b" and the front therapy electrode (te) had an exposed pulse wire, causing a short in the distribution node (dn). The root cause of the pulled cable was excessive force. The damage is consistent with damage done by ems responders performing CPR. It was reported that resuscitation efforts were made on the patient. There is no evidence to suggest that the device malfunction caused or contributed to the patient's death. Monitor sn (B)(4) was returned and evaluated is underway at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016. The patient experienced an appropriate defibrillation event consisting of one treatment shock while at his house. It was reported that the patient was unconscious at the time of the treatment. The patient's wife was present at the time of the event. The patient received an appropriate defibrillation (B)(6) 2016. The rhythm at the time of the treatment was vf. The post shock rhythm was (B)(4) seconds of asystole transitioning to bradycardia at (B)(4) beats per minute (bpm). Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. It was reported that resuscitation efforts were made on the patient. The patient passed away on (B)(6) 2016.